Event description:
Following directions, dexcom g6 sensor insertion device did not release, rendering sensor unusable. Patient obtains only nine (9) devices received every three (3) months. Without device, diabetic death (i.e., sleeping) is a serious problem living alone. Pn 9500-45, lot 7270571, exp 2021-02-09, (B)(4). FDA safety report ID# (B)(4).